Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: one 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned generator indicated all I/o connectors and labels appear to have no physical damage. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During pulsed radiofrequency ablation the voltage on the generator fluctuated. The probes were replaced but the issue remained. The procedure was cancelled and there were no adverse consequences to the patient.